Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the black box review shows loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a loss of prime issue. The reporter stated that the patient had a blood glucose (bg) of 24mmol/l with confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.